Manufacturer narrative:
Section a2 date of birth and a4: unknown; requested but not provided. Ection d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo/video device history record, complaint trending, and risk documentation, if applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to (B)(6), inc. Has been submitted.

Event description:
It was reported that a scratch or embedded foreign body was observed in the center of the optic of the intraocular lens (iol) after implantation. The area of concern shimmered under microscope. Irrigation and aspiration was used but did not remove the spot, suggesting the matter is buried in the lens. The method of use was in accordance with the directions for use and no resistance was felt at the time of insertion. The iol remains implanted and there is no reported patient injury. No additional information was provided.